Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: medical products: item#: 110030777, cr 40mm glenosphere +3mm cocr; lot#: 64857864. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: multiple medical products: item#: 110031404, mini tray +10mm cocr +3 offset; lot#: 64651136. Item#: 110031423, cr prolong 40mm brng +3 ret; lot#: 64653555. Item#: 118000, 25mm versa-dial taper adaptor; lot#: 804270. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left shoulder revision due to pain related to the screw being too long.